Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article of a clinical study that a patient underwent a cryobuckle procedure for retinal detachment secondary to retinal dialysis between (B)(6) 2001 and (B)(6) 2005 and suture was used as a buckle. After the procedure the patient experienced complications including buckle exposure, diplopia and or strabismus, bucle-related infection, epiretinal membrane, conjunctival retraction, raised intraocular pressure, scleral necrosis, eye redness, astigmatism, proliferative vitreoretinopathy and pain.